Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1zp21, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had the permanent device implanted on thursday, (B)(6). They said they could feel stimulation and it was working when they left the hospital until they went to bed that night and woke up soaking wet. They said they had been going like crazy. They stated they had the device for bladder incontinence. They said they didn¿t feel when they had to go and when they stood up they just went. They said when they had the trial they could feel the stimulation and it helped their symptoms. The patient said when they left the hospital they were on program 4 at 4.5 volts. They tried increasing stimulation all the way to 8.0 volts and they didn't feel anything and it was not helping their symptoms. They were able to sync with their patient programmer on the call, it showed stimulation was on, set to program 4 at 8.0 volts. They increased program 4 to 8.5 and didn't feel anything, they did the same for program 5, 6, and 7. Patient increased to the max and felt nothing. Caller reported no contributing factors related to the reported issue. They were redirected to their healthcare provider to address the reported issue. The patient reported this was a sudden change in therapy/symptoms. Additional information received from the hcp indicated that the wire (lead) which was implanted had disconnected. The patient was brought back to surgery to have this fixed. This was replaced and the patient was now feeling stimulation. The patient received a new wire , no problem with the device. No further complications were reported or anticipated.